Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported patient experienced ineffective stimulation and the ipg lost connection with external devices. Further action is underdetermined at this time.